Event description:
The customer's husband called to report that the customer had accidentally primed a large amount of insulin into her body. He stated that the customer inserted the reservoir into the insulin pump while being connected. He also stated she didn't rewind the insulin pump prior to inserting the reservoir. It was then stated on another phone call that the customer had been hospitalized for low blood glucose due to the accidental prime. No blood glucose reading was reported. The customer stated her medical doctor has placed her back on the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.